Event description:
An issue was reported where a cartridge alarm was received, though verification was not possible due to the unavailability of a phone. There was no adverse impact to the customer's blood glucose level. The case was documented by the technical support team as per a qa request, and no further action was deemed necessary.